Event description:
Information received notes that during a routine follow-up, the device exhibited an increase in cell impedance, vvi reset and dashes (---) for parameters. The patient was recovering.